Manufacturer narrative:
Bearing surface wear was reported for patient with itotal knee implant. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Bearing surface wear was reported for patient with itotal knee implant. A revision surgery is planned to exchange the poly inserts.